Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became unresponsive, with the user unable to slide to unlock or power cycle the device, and a replacement was issued while the original was requested for return. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included the need for backup therapy due to questioned device functionality and loss of water resistance following replacement. Investigation included remote troubleshooting guidance and instructions to sync data to the mobile app, with plans for return and evaluation of the device. Investigation of this case revealed a suspected screen or user-interface failure consistent with a hardware malfunction of the display or touch component, resulting in an unresponsive device that could not be unlocked. It was concluded, based on previously established findings for similar reports, that the cause was likely device component failure of the screen or touch interface.